Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient (B)(6) 2015, to report that on (B)(6) 2015, that the sensor became hot. No additional event or patient information is available.